Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after transferring the patient to another room. It was reported to philips that system had small focus issue. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found tube filament open error and 03hj error. On further troubleshooting the fse ran scan test and found malfunction with x ray tube. To resolve the issue, the fse replaced x ray tube. The defective part was sent for analysis, for x-ray tube, malfunction was observed, and the failure was found to be small filament was blown away. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's x-ray tube malfunctioned, impacting imaging. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.